Event description:
On 30-mar-2022 a: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient experienced confusion, flu like due to high blood glucose levels because the line was damaged and leaking (2-3 inches from the body hole). Further, on (B)(6) 2021, he was admitted to the hospital with blood glucose level of 600-700 mg/dl and diabetic ketoacidosis where intravenous insulin drip was administered as corrective treatment. Reportedly, on (B)(6) 2021 he was released from the hospital. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-aug-2021, it was reported that the patient experienced confusion, flu like due to high blood glucose levels because the line was damaged and leaking (2-3 inches from the body hole). Further, on (B)(6) 2021, he was admitted to the hospital with blood glucose level of 600-700 mg/dl and diabetic ketoacidosis where intravenous insulin drip was administered as corrective treatment. Reportedly, on (B)(6) 2021 he was released from the hospital. No further information available.